Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during product evaluation by baxter service personnel. This case was determined to be due to a depleted battery as a result of user error. The main batteries and battery harness were replaced to correct this condition. A service history review revealed that this device has been serviced four times prior to this event. The device has been previously sent into service for the reported condition of "damaged battery." The user interface module master software version for this device is 6.13.90.